Manufacturer narrative:
Citation: chahine j., et al. Outcomes of mild aortic regurgitation after transcatheter aortic valve replacement. Structural heart, 2021; 5(2):201-207. Https://doi.org/10.1080/24748706.2020.1868051. Published online: 25 feb 2021 earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# (B)(4), product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing outcomes between patients who did and did not develop mild paravalvular leak (pvl) within 30 days after transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between january 2014 and december 2017. The study population included 1098 patients (predominantly male, mean age 82 years), 30 of whom were implanted with medtronic corevalve bioprosthetic valves, 65 were implanted with medtronic evolut r bioprosthetic valves and two were implanted with medtronic evolut pro bioprosthetic valves (unique device identifier numbers not provided). Among all patients, over a four-year follow-up period, overall mortality was 18.9%. Multiple manufacturers were involved in the study and no further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: mild pvl, life-threatening and disabling bleeding events, major vascular complications, need for pacemaker implantation, strokes, transient ischemic attacks (tias) and hospitalizations for congestive heart failure (chf). Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.